Event description:
It was alleged that the reporter's sons experienced an allergic reaction to retainer brite orthodontic appliance cleaner which is presumed to be dermatological in nature due to the fact that the patients received treatment from a dermatologist; the exact treatment administered is unknown.

Manufacturer narrative:
Please note that retainer brite material is not intended for human consumption and the directions for use advise the customer to rinse the appliance thoroughly with running water after cleaning. Contact with the material could result from touching the material inside the cup/sonic cleaner or from not thoroughly rinsing the appliance before placing it into the mouth. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.